Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer experienced an elevated blood glucose (bg) level with moderate ketones. Customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. Customer required assistance addressing bg level with manual insulin injections. Reportedly, the customer experienced nausea, vomiting, headaches and dry mouth. The customer reverted to an alternate method of insulin therapy.